Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Visual inspection of the returned platform revealed a damaged front enclosure with a broken screw fitting, and the bottom enclosure was observed cracked. In addition, the top cover was observed to be damaged with a broken/torn head restraint. The physical damages were unrelated to the reported complaint, and the root cause could be due to normal wear and tear. However, user mishandling cannot be ruled out, as the front enclosure was last replaced in 2016 for a similar issue. The autopulse platform was manufactured in march 2008, and it is over 12 years old, well beyond its expected service life of 5 years. The front and bottom enclosures and top cover will be replaced to address the observed physical damages. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data indicated that on the customer's reported complaint date, the autopulse platform powered up with ua12 (lifeband not present) error messages, unrelated to the reported complaint. The ua12 error was cleared by the customer two times and was not replicated during functional testing. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Per the autopulse¿ resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the ua12 error, which was observed in the archive data files. However, the belt switch assembly was observed within the specification. Upon service completion, the autopulse platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for autopulse platform with serial number (B)(4). (B)(4) was reported on (B)(6) 2016 and (B)(4) was reported on (B)(6) 2016, and the driveshaft was adjusted to "home" position to remedy the issue.

Event description:
During shift check, the autopulse platform (sn:(B)(4) ) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The driveshaft was rotated to "home" position to clear the ua45 error; however, the issue was not resolved. No patient involvement.